Event description:
During implant, a loss sensing and pacing impedance were observed on the right ventricular (rv) lead. The rv lead was repositioned with no resolution. The rv lead was replaced and the patient was stable. Further information was requested but not received.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted. The lead passed electrical tests, exhibiting normal characteristics. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported incidents of low sensing and impedance could not be conclusively determined.